Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of anemia is listed in the proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the mildly calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via a 14f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sheath size remained a 14f and the tavr procedure was completed. Reportedly, the suture knots of both pre-placed proglide devices were advanced successfully but hemostasis was not achieved which resulted in a controlled fascia cut down and direct closure. There was no reported clinically significant delay in the procedure or therapy. Anemia was reported, hemoglobin on admission was 133g/l and 98g/l two days after the procedure. The patient rhythm change to left bundle branch block during the procedure was not due to the proglide device. No additional information was provided.